Event description:
It was reported that the shunt had a malfunction prior to the implantation. There was no use on the pt.

Manufacturer narrative:
(B)(4). The product has not been returned to the MFR. Medtronic neurosurgery has rec'd no previous complaints for this lot and a review of the mfg records showed no anomalies. All of our valves are 100% tested at the time of manufacture.